Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. In general information, date due is updated in the follow-up. In box a: date of birth (rfb), age (rfb), weight (rfb), ethnicity (rfb), race (rfb) are updated in the follow-up. In box b: adverse event/product problem, outcomes attributed to ae, event date are updated in the follow-up. The updated describe event or problem will be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles along with nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, lung disease, respiratory issues, chronic cough, congestion, heart attack. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI is updated in the follow-up. In box e: reporting institution name, reporting address line 1, reporting address line 2, reporting address city, reporting address state, reporting address postal, init. Report sent to FDA (rfb) are updated in the follow-up. In box g:, date received by mfg is updated in the follow-up. In box h: type of reported complaint, (device) problem code grid, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code, conclusion code grid, recall (z) number are updated in the follow-up.